Event description:
It was reported that the programmer was unable to interrogate implantable heart devices. It was noted that trying multiple radiofrequency programmer heads and connecting the programmer to the virtual private network did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was not able to interrogate implantable heart devices and it was noted that the radiofrequency head connector was loose as was the electrocardiogram connector and the link electronic module printed circuit board was replaced and calibrated. It was further noted that the system fan was noisy and it was also replaced. (B)(4).